Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2938836-2019-04629 and 2938836-2019-04631. It was reported that the system was explanted due to pocket infection that was identified over a scar. There was evidence of pocket erosion. No vegetation on leads. The patient was stable before, during, and after the procedure.